Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, this patient received a thoracolumbar spinal scoliosis fusion revision surgery as two expedium screws have broken inside the patient. By breakage I mean that the head came off of the shaft. I am sending 2 heads and 2 shafts total. While removing the shafts from the pedicle of the patient, a vice grip was take (hence the threads of the shafts warn off). The surgeon did not place screws at every level which may have forced the screws in such a direction to the break off. T10 left and t11 at the right were the exact screw location. The shafts of the screws completely broke off from the head of the screw. Update from the rep on (B)(6) 2016, there were no delay in the surgery. Due to hardware failure although this required a revision surgery. All of the broken pieces were retrieved. Which included 2 screws total. These screws are being set as we speak.

Manufacturer narrative:
(B)(4). Two (2) expedium si 5.5 top loading shank 6x50mm polyaxial screws [product code: 1797-12-650] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the samples broke at the transition zone between the screws¿ polyaxial spheres and the screw shanks.the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screws breaking postoperatively cannot be positively be determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.